Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up due to experiencing a pulse sensation in his lower right abdomen. Upon interrogation, it was revealed that the left ventricular lead exhibited loss of capture. It was suspected that the left ventricular lead had dislodged. Lead revision was discussed. No interventions were made at this time. The patient was no longer symptomatic, does not feel any pulse sensation in his abdomen, and was stable.